Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they can feel their vibrating in their leg all day, but the implant was not working. Patient reported that they were going to the bathroom 3-4 times a night and their bladder was very active so they have to change depends every hour. Patient services walked the patient through connecting to their settings and changing programs. Patient was increasing their stimulation to a comfortable level when the call disconnected. On 2025-10-06 the patient called back. They said the first month they had the stimulator they thought it worked fine. They could hold it and were going less. Then they gradually got worse. One time they got a urinary track infection. The pulse was very strong and they couldn't hold it. Patient is still investing in poise number 6 for heavy leakage and they are constantly changing. Patient never had the stimulation adjusted. The pulsing was constantly going down the left leg and in-between legs and sort of annoying and not really working. Patient urinates all day long. Kind of holding it. Symptoms are occurring in the middle of the night too. Patient said before they got disconnected on the phone they changed to p rogram 4 but they were feeling the stimulation where the lead went into the stimulator. Patient changed back to program 3. Patient was at 1.4ma prior so they lowered it to 1.3ma and couldn't feel the stimulation. Patient is going to monitor their symptoms. Patient said they have had no falls or accidents.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.